Event description:
Customer reported an issue with the trio monitor, which may have affected ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the battery ane ECG cable. Unit was tested to factory's specifications.